Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms&s that the hospice nurse had a patient who went to the hospital, they drained her catheter with pleurx supplies and now the valve is leaking and the catheter will not drain. Ms&s explained that the valve can be replaced. The nurse did not have time for quality complaint or to order replacement valve.